Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Concomitant medical products: g7 pps ltd acetabular shl 56f/ pn 010000665/ ln 3714103.

Event description:
During a total hip arthroplasty, the tip of the inserter fractured when attaching it to the cup. The cup was removed and replaced with another cup and inserter that were readily available. Delay of 15 minutes was reported.